Event description:
The morning after stent placement the patient complained of chest pains. There were changes to the ECG and a rise in cardiac enzymes with a ck in the 200's. Repeat coronary angiography revealed that the cypher was occluded with thrombus. The occlusion was treated with balloon angioplasty. Ccs (angina) before angioplasty was 2 and after angioplasty was 0.